Manufacturer narrative:
For the investigation the logbook and the device were analyzed. The reported reboot could be confirmed. According to the log entries the ventilation unit performed three warm starts on (B)(6) 2017 and continued to ventilate the patient with the previous settings afterwards. As root cause a temporary time-out in the software task processing was identified. The communication between the cockpit and ventilation unit was interrupted in the meantime which was alarmed by the device accordingly. In the event of a reboot the ventilation stops for at maximum 8 seconds and the safety valve opens against ambient to allow for spontaneous breathing. After the reboot the therapy continuous with the set parameters, the device alarms accordingly. The device reacted according to its specification. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator workstation rebooted and audibly alarmed. The ventilator was removed from service. No patient injury.